Event description:
The customer report indicates that during radiation therapy treatment, the patient's treatment plan did not include the bolus, resulting in 100cgy under dose. The physician reviewed the plan and decided to adjust the dosage over the remaining 12 fractions by creating a new plan, linking the bolus with the new dose/fraction to compensate for the previous treatments.

Manufacturer narrative:
No malfunction of the device occurred in this incident. This is the correct functionally of the software. User error related.